Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated use test of the air gas module in a ventilator confirmed the reported failure. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the air gas module. In the microscopic investigation there was found corrosion and stains inside the pressure transducer. The most probable source is the quality of the compressed air. The user´s manual states the maximum levels (h2o < 7 g/m3, oil < 0.5 mg/m3 and chlorine must not be detectable) in the supplied gases to the ventilator. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows the matching event is on november 16.

Event description:
Manufacturer ref. #: (B)(4).